Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device was monitored and no blank display anomalies were noted. Device passed self test, unexpected restart error test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display. The customer's blood glucose level was 10.6 mmol/l at the time of the incident. The customer reported blank display after several battery changes. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.